Event description:
On (B)(6) 2024, the patient presented for a 48 hour post lecanemab infusion + bbbo follow up MRI scan per protocol. The scan was completed without issue. Upon review of the mr images, it was determined by 2 aria trained neuroradiologists that the patient exhibited severe aria-e sulcal effusions outside of the fus bbb treated zone. The left temporo-parietooccipital sulcal effusion measures 10.1 cm and the right parietal sulcar effusion measures 5 cm. A physical & neurological exam, as well as the nih stroke scale, were completed and did not indicate any clinically significant change from baseline. The pl and treatment team met to review the mr imaging findings and the decision was made to discharge the patient to a local hotel and obtain another MRI in approximately 24 hours, which would be approximately 72 hours post lecanemab infusion + bbbo. Although the patient was asymptomatic, the adverse event of aria-e was assessed to be severe based on the table 1: aria classification on page 17 of the protocol and is being reported as an sae in compliance with the protocol. The patient completed the follow up MRI on (B)(6) 2024 (approximately 72 hours post lecanemab infusion + bbbo) and it was determined that the radiological features of aria-e were stable. The patient was discharged home and has continued to complete the daily telehealth safety visits per protocol, which include the nihss assessment. There have not been any clinically significant findings from the telehealth visits. The patient is scheduled for a repeat MRI on (B)(6) 2024 prior to her next scheduled lecanemab infusion to determine if it is safe to proceed. The dsmb 1 review meeting is also scheduled to occur prior to her next infusion to review all aes and provide a go/no go for the next lecanemab infusion+ bbbo, which is scheduled on (B)(6) 2024. The investigator considers the event probably related to the lecanemab infusion and unlikely related to the bbbo procedure or device. The patient was seen in person on (B)(6) 2024 per protocol for the day 7 post lecanemab infusion + bbbo follow up. No clinical findings were noted. Follow up report - updated information: the aria-e was noted as resolved on the MRI completed on (B)(6) 2024. The patient continued to remain stable with no clinically significant change from baseline. The dsmb meeting 1 occurred as scheduled on (B)(6) 2024 and provided recommendation to proceed with the next patient dose and to continue with the trial.